Event description:
It was reported that the patient presented to the clinic with no capture and a high number of short interval counts (sic) on the right ventricular (rv) lead. The patient was sent home from the clinic and later was in the emergency department in cardiac arrest. CPR was performed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2013. (B)(4).